Manufacturer narrative:
Date sent to the FDA: 1/30/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-24012023-0001338313 submitted for adverse event which occurred on (B)(6) 2013. Mwr-24012023-0001338325 submitted for adverse event which occurred on (B)(6) 2022.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent removal surgery on (B)(6) 2022 due to adhesions, small bowel loops, pain and suffering. No additional information was provided.